Event description:
Additional information was received that a low r wave sensing was observed on the device.

Event description:
It was reported that episodes of post-sensed t wave oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.